Event description:
It was reported that the patient had an injury. It was reported that the patient slipped in the bathroom and fell approximately a year ago. The patient noted that it wasn¿t the previous device, that one worked very well but it was the original device where the patient had the fall, and the second one was the one that didn¿t work. It was unclear from the information provided which device did not work. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent.

Event description:
It was later clarified the stimulator was fine until the patient slipped when they were sitting on the toilet, fell back on the device, and broke it. The device was then replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products : product ID: 3889-28, lot# va00ggn, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).